Manufacturer narrative:
(B)(4). The customer requested assistance in obtaining retrospective data for a patient that expired. They did not allege a device malfunction. The customer waited 3 weeks before contacting philips with this request. Inability to obtain retrospective data for a patient would not affect real-time monitoring and alarm annunciation functions. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer contacted philips requesting assistance to obtain retrospective data for a patient who expired.